Event description:
An overinfusion of nitroglycerine occurred. The hospital reported that the pump had inadvertently been programmed to 7 microgram/kg/minute instead of 1 microgram/kg/minute. There was no resultant pt complication.